Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that at a follow up of this the right ventricular (rv) an increase in pace impedance measurements was noted as well as an increase in pacing thresholds. No noise was seen during manipulation testing. An x-ray showed that the helix was more retracted compared to the initial implant position. It also appeared that the lead position was different compared to the initial implant, likely encapsulated resulting in an increase in pace impedance measurements and an increase in pacing thresholds, although the values appeared stable. It was noted that the patients lead position and helix will be evaluated within two months time by fluoroscopy to determine the exact images. At this time the lead remains implanted. No adverse patient effects were reported.